Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/12/2025, the user reported that the ilet charging pad charged for about 30 seconds before stopping. The user was charging with the screen facing up, without a case, and had tried multiple outlets. No interruption to insulin delivery or adverse health effects were reported.